Event description:
There was an allegation of questionable bilirubin total gen.3 results for 3 patient samples on a cobas c 303 analytical unit. Sample 1: the initial result was 24.7 umol/l, and the repeated result was 18.6 umol/l. Sample 2: on (B)(6) 2026, the initial result was 22.4 umol/l, and the repeated result was 6.42 umol/l. Sample 3: on (B)(6) 2026, the initial result was 25.4 umol/l, and the repeated result was 9.89 umol/l.

Manufacturer narrative:
The reagent lot number is 858175 with an expiration date of august 2026. The field service representative performed adjustments, cleanings, checks, replaced the reagent and the reagent probe, and aligned the reagent probe. The investigation determined that the service actions resolved the issue.